Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a 1127 (check vent: ovp circuit failed) error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) evaluated the device and observed that the v60 ventilator displayed a 1127 (check vent: ovp circuit failed) error code. The fse then replaced the motor control (mc) board to resolve the issue.

Manufacturer narrative:
H10: the faulty part was returned to philips, and the failure investigation was performed. The technician documented the following conclusion/root cause, "product investigation lab (pil) did confirm the presence of an ovp (over voltage protection) circuit failure alarm. Diagnostic code 1127 ovp circuit failed was likely caused by an over voltage condition resulting in damage to c148 and u34. U34 was determined to be damaged due to the absence of voltage on pin 1, which is the positive supply voltage of the ic (integrated circuit), despite the voltage being present at c162. This absence of voltage suggests internal damage to the u34 preventing the completion of the circuit."